Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that her blood glucose was 489 mg/dl. She treated and felt fine. The customer was calling in for sensor communication issues. She was advised to monitor the insulin pump and call to troubleshoot if the lost sensor alarm were to occur again. Nothing further was reported.